Manufacturer narrative:
Concomitant medical products: 6947, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing/low p-waves, which led to the false classification of atrial events being terminated. The lead was capped and replaced. No patient complications have been reported as a result of this event.